Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that delayed readings occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. In addition, signal loss greater than an hour was found in connection to the reported allegation. The reported event of delayed readings is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.